Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, check tubing alarms were activated, when device was connected to the patient. The issue was found in y-piece. Review of the logs confirmed occurrence of reported issue on reported date of event. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Generated alarms indicating that there is leakage in patient circuit. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. Our conclusion is that the part pointed out as defective was the cause of the failure.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing.

Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).